Event description:
Two days post tavr, the patient went into complete heart block (chb) and was scheduled to have a permanent pacemaker (ppm) placed. However, the patient expired before the scheduled procedure. After placement of a 26mm sapien xt valve, echo showed mild to moderate paravalvular leak (pvl). The patient¿s annulus was severely calcified and was considered the likely cause for the pvl. The next day, the patient presented no conduction issues and the temporary pacer was removed. The patient continued to be monitored. The patient developed new onset atrial fibrillation with rvr, which was considered related to the transapical approach, per the physician, and required increased vasopressors and inotropes. Two days post tavr, the patient developed acute kidney injury (aki) and was placed on cvvh. The patient also developed complete heart block (chb) and a pacing wire was placed. It was decided to schedule for ppm placement in three days due to the patients white blood cell count and platelets. The patient developed lactic acidosis, possibly due to bowel ischemia. The patient continued to decompensate, was placed on comfort measures and expired four days post tavr from multi-system failure.

Event description:
Three days post tavr, the patient went into complete heart block (chb) and was scheduled to have a permanent pacemaker (ppm) placed; however, the patient expired before the scheduled procedure. After placement of a 26mm sapien xt valve, echo showed mild to moderate paravalvular leak (pvl). The patient¿s annulus was severely calcified and was considered the likely cause for the pvl. The next day, the patient presented no conduction issues and the temporary pacer was removed. The patient continued to be monitored. The patient developed new onset atrial fibrillation, which was considered related to the transapical approach, per the physician. Two days post tavr, electrophysiology was consulted, a pacing pa catheter was placed, and it was decided to schedule for ppm placement in three days due to the patients white blood cell count and platelets. The next day, the patient went into chb and was brought to the cath lab to have a new pacing wire placed; however, the patient could not recover and was placed on comfort measures. The patient expired soon after.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, it is possible that in addition to the mechanism described above, this patient¿s co-morbidities may have contributed to the patient¿s complete heart block. The patient¿s death does not appear to be related to the implanted valve or other edwards devices. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.